Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to loss of osseointegration 2 years and 6 months after implantation. The patient has no significant medical history. The patient required bone augmentation (dfdba, bioss) for the surgery. The patient has recovered without complications.